Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump presented with a display issue in which half of the screen was black and the device exhibited reduced battery life, prompting shipment of a replacement and instructions to power down the device and return it with a provided label. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no hospitalization or medical intervention. Investigation included customer service triage, verification of shipping and return logistics, and collection of device use history with guidance to sync data to the mobile app. Investigation revealed a suspected device malfunction associated with the display component and power performance, consistent with a hardware problem affecting screen visibility and battery. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction of the display assembly and power system of the pump.